Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
The surgeon reported that he has just completed the above indicated revision knee. He mentioned that the primary knee had been done a couple of years prior. He said that the components were loose and there was an unusual amount of osteolysis.

Manufacturer narrative:
Corrected: the device was not returned for evaluation. An event regarding loosening involving a triathlon baseplate was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as the product was not returned. -medical records received and evaluation: not performed as no medical records were provided. -device history review: indicated the device was manufactured and accepted into final stock with no reported discrepancies. -complaint history review: indicated that there have been no other similar reported events for the lot referenced. Conclusions: the exact cause of the reported loosening could not be determined with the limited information provided. Further information such as product return, x-rays, operative notes, medical records and follow-up notes are needed to complete the investigation to determine a root cause. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
The surgeon reported that he has just completed the above indicated revision knee. He mentioned that the primary knee had been done a couple of years prior. He said that the components were loose and there was an unusual amount of osteolysis.